Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an intermate that had a ruptured bladder at the end of the infusion. The intermate was filled with meropenem 1.80g (gram) and 0.9% sodium chloride. The total fill volume was around 150-200ml (milliliter). There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Actual samples were not available. However, photo evaluation confirmed ruptured bladder in a footed position. A batch review was performed. All release criteria were met.